Event description:
A 5 mm diameter x 17 mm length bridge x3 renal stent was inserted in a patient for treatment of a left renal artery lesion in 2003. It was reported that there was no vessel tortuosity. There was severe calcification in the vessel. It was reported that the lesion was pre-dilated with a 4x2 balloon. The device was unable to cross calcified ostium while advancing the stent through the artery, and the stent slipped off the balloon onto the shaft of the stent delivery system the stent slid off the catheter/balloon, and remained on the guidewire. It was reported that the physician was able to insert another balloon partially into the stent and move it to the left common iliac where he deployed the stent. It was reported that the procedure was completed with a competitor's stent. No sequelae were reported and the patient is reported to be fine.